Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed to remove a broken nail and screws. A new nail was implanted to establish reduction of the fracture.